Manufacturer narrative:
Updated fields- b4, b5, b6, b7, d9, d10, e1(initial reporter, event site telephone, email), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions, health effect-impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure. The fse replaced the defective screen ((B)(4)) and the unit passed all tests.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had dark spot on screen. There was no patient involved.

Manufacturer narrative:
Due to character limitation e.1. Event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had dark spot on screen. No injury reported.